Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned with box labeling and chart stickers that matched the batch number, but in a pouch that did not match the batch number, indicating that it had been repackaged. None of the sutures were returned, and the anchor had been detached from the device. The anchor was severely bent and broken at the eyelet. The deformation implied off-axis insertion or angling of the insertor during delivery. There was significant debris on the anchor. The inner plug had been fully advanced. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Do not attempt to implant this device within cartilage epiphyseal growth plates or non-osseous tissue. Rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. Excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the reported event include improper preparation of the insertion site, excessive force or bending during insertion, excessive rotation of the torque limiter, or off-axis insertion. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff repair, the anchor fractured when being implanted in the bone hole. Broken pieces were removed with tweezers. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.